Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was restarting automatically. There was no report of patient involvement.